Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and isolated the issue to a faulty main printed circuit board. The board was replaced and unit was tested and placed back into service. Upon completion of a failure investigation of the suspect faulty printed circuit board, a follow-up report will be submitted at that time.

Event description:
Upon arrival for the preventative maintenance on the device, the carefusion field service representative found the unit to have a note on it that stated the unit had a transducer fault. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the failure analysis lab evaluated the main printed circuit board and was able to reproduce the reported event and isolate it to a failed pressure transducer. This issue is part of an internal investigation.